Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right atrial (ra) lead exhibited low impedance warnings in the unipolar configuration, high threshold and a failed atrial lead position check . The ra leads remains in use. No further patient complications have been reported as a result of this event.